Manufacturer narrative:
We originally reported 3 drills and 2 attachments on MDR 1045254-2017-00342, where this device was listed as a concomitant device. A supplemental report to 1045254-2017-00342 was provided regarding 1 drill, and the 2 attachments, information on the other drills are being provided in subsequent reports. This is 2 of 2 subsequent reports to be filed. A technician performed on site testing, this device failed, and was returned for further analysis. Service repair confirmed the complaint of the device making a strange noise, and replaced the collet. The device was repaired and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The field territory manager reported that during device follow-up, he went through checking 8 motors with two straight attachments. Once the handpieces reached 50k speed they unlocked and caused the motor to heat up. He tried each attachment on each motor and ended up with the same result. Excessive noise and vibration was observed during inspection. There is no patient involved in this event.